Event description:
The user has found a difficulty in releasing the site marker, and removed the vmark. The blue tip of vmark broke when it was put in place in the patients breast. There was no note of prolonged surgery.

Manufacturer narrative:
One used device was returned for review. The tip of the cannula is stretched and separated from the device. No defects or deviations were noted during the batch record review. Excessive force used by the customer would have facilitated the separation noted on the returned device. If excessive force is used the end could shear off as experienced. The tip was returned and therefore not left in the pt's breast. We will continue to monitor and trend.